Manufacturer narrative:
No patient involvement. The mvs interface (umbilical) cable and the mvs power cord were replaced on the system. System subsequently passed all testing and was found fully functional. Investigation of returned suspect mvs interface (umbilical) cable the device was found to be fully functional with no problem found. Mvs interface cable passed gbit and 100t communication testing, as well as continuity testing. Installed the cable in test imaging system and the system readied, charged, and communicated as expected. The 2d and 3d imaging were successful. No problem found. Investigation of returned suspect mvs power cord passed continuity test. Cable jacket has scratches and wear marks. The jacket of the cord pulled out of the mold end of the plug. The wires inside the jacket have all the insulation in place. No exposed, bare wires / conductive material is present. Although the cord was physically damage the damage was not determined to be the cause of the reported issue. The reported event could not be duplicated by medtronic personnel.

Event description:
A site biomed engineer reported that the o-arm shows disconnected. The umbilical cable is connected and the mvs (mobile viewing station) is fully booted. This was reported outside of surgery, no patient present.